Event description:
The customer reported that the workstation monitors displayed burnt in images.

Manufacturer narrative:
(B) (4). The ge service rep replaced both monitors. The system operates as intended.